Event description:
The patient experienced sudden cardiac arrest in (B)(6) of 2019, the device was explanted and replaced with a medtronic crt-d two days later. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).